Event description:
During arthroscopic shoulder surgery while using a shave blade, the physician saw very small pieces of metal floating in the arthroscopic irrigation fluid. Current shaver removed from use; shoulder space irrigated. Metal pieces removed. New shaver was used. No further metal pieces noted. No harm to patient.